Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the site was having intermittent cd loading issues recently. They would put a disc in and it would not detect sometimes, but detect others. This was reported outside of a case, no patient was present.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the cd loaded after restarting the system.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the cd drive of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: the cd loaded after several attempts.